Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: customer data review was not possible as log files were no longer available. Ticket text states that molecular application specialist downloaded the log files and analyzed them; analysis revealed slightly wavy curves for the affected sample whose target curve came out late. CAPA / non-conformance review: a search of nonconformance and CAPA (nc/CAPA) records was performed for instances related to the realtime sars-cov-2 amp kit (ln 09n77-90), as documented in the complaint ticket under review in this investigation. There were no nonconformances or CAPA records identified related to this issue. Complaint history review: complaint history review showed that over the last two years the elevated complaint ticket under investigation and potentially one other ticket with an unknown lot were the only tickets found related to the realtime sars-cov-2 amp kt ce, ln 09n77-90, lot 512726, in regard to sars cov amplification issues which could lead to discrepant results. There is no indication that the abbott realtime sars-cov-2 assay (list 9n77) is performing outside of established design performance specifications. There have been no complaints dispositioned as confirmed (i.e. A product deficiency was identified) for discrepant results for abbott realtime sars-cov-2 assay (list 9n77). Additionally, based on the results of this investigation, no product deficiency was identified for the m2000rt instrument, ln 09k15-01, sn (B)(6) and the rt sars-cov-2 amp kt ce, ln 09n77-90, lot 512726.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date, and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
On a realtime sars cov-2 assay run performed on (B)(6) 2020, one patient sample was detected as low positive, while on another platform was detected as negative. Mas (molecular application specialist) downloaded the log files and analyzed them. Further analysis revealed slightly wavy curves for the affected sample whose target curve came out late. As some waves were observed, the customer repeated the sample on another platform that gave a negative result. The negative result was then reported and not the realtime result. Local engineer went to the site to further check the optics of the instrument. Engineer performed block cleaning and checked lamp, socket and cables. All instrument checks and verifications successfully passed as per specifications. There was no impact for the customer as the abbott result was not released, therefore suspect result will not cause impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.